Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that several months ago she had food poisoning and allergy problems which caused her to have very high blood glucose levels. Customer stated that she was hospitalized as a result of these problems. Customer stated that she removed the insulin pump while hospitalized overnight, but was given medical clearance to go back on the insulin pump the next day. Blood glucose level at the time of the call was not provided. No further information was provided.